Manufacturer narrative:
On august 20, 2021, mentor became aware the patient underwent explantation on (B)(6) 2020. An updated date of implant was also received. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5098746 that a female patient underwent a breast surgery with a 170cc mentor memorygel breast implant and an unspecified mentor gel implant and experienced a rupture on an unknown side and symptoms including fatigue, muscle pain, joint pain, tingling and numbness in arms and hands, rashes, anxiety depression, trouble concentrating, and trouble breathing post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.